Manufacturer narrative:
(B)(4). Reporter's complete address and email address were not provided. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power module device made an unusual noise. It was reported that the event occurred prior to use on the patient. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of even was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.